Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction with 300cc mentor memorygel breast implants experienced bilateral rupture and bilateral capsular contracture post procedure. On (B)(6) 2018 the patient was in a car accident that she suspected caused her implants to rupture. The right sided capsular contracture was baker¿s grade iii and the left sided capsular contracture was baker¿s grade ii. These issues were accompanied by pain and tightness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor is aware that the reported manufactured date occurs after the reported implant date. However, mentor is reporting the information that was provided. If additional clarification is received, then a supplemental report will be submitted. See 1645337-2019-15062 for contralateral prosthesis report.